Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation and investigation conclusions), h10. Additional information: (name - (B)(6).

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved. A getinge emergency support coordinator (esc) troubleshot the iabp unit with the end user over the phone. Troubleshooting revealed that the patient had recently gone into a bigeminal dysrhythmia and was going in and out of it. The customer was instructed to put the iabp unit in semi-auto operating mode to eliminate the alarm. Additionally, once the patient's rhythm changed, the end user was instructed to change the iabp unit back to auto operating mode. The cardiovascular (cv) surgeon was called and administered potassium and magnesium to address the patient's dysrhythmia. Later the patient was treated with amiodarone for the dysrhythmia as well and was observed to convert to a normal sinus rhythm. The patient was scheduled for surgery and was reported to be doing well post-op. Iabp therapy was then discontinued. This was a call regarding the customer asking for clarification of these messages not an iabp or a catheter issue.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "unable to update timing" alarm and the informational message "r wave deflate" was observed on the screen. There was no patient harm and no adverse event was reported.